Manufacturer narrative:
(B)(4). The device trained customer reported the suspect device/component will be re-worked and calibration of the device transducers. However, no suspect component is available for analysis. In the event that the suspect component/device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator device intermittently stacking mechanical breaths in a pressure modality. The customer stated no known patient involvement with this event.